Manufacturer narrative:
Based on the information received, clinical evaluation found that there was a type ia endoleak and a persistent late proximal leak (indeterminate). The most likely cause of the loss of seal could not be determined due to the lack of medical information surrounding the initial implant procedure and the secondary endovascular procedure. Reportedly, procedure related harms included the death of the patient three hours post the successful secondary repair procedure due to compartmental syndrome. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. The endoleak type iiib and reline with a non-endologix device and patient death mentioned have previously been reported under MFR# 2031527-2018-00216.

Event description:
Patient was initially implanted with an afx bifurcated and 2 vela suprarenal device in 2016. Endologix was made aware of an endoleak type iiib and reline with a non-endologix device from a non-endologix sales representative. The physician informed endoloigix that the patient expired three (3) hours post treatment due to compartment syndrome from blood in the belly.